Event description:
A customer's nurse reported the customer received an error-6 display message on her blood glucose meter and as a result, she was unable to test her blood glucose. The customer's nurse also reported the customer experienced symptoms of hyperglycemia and took her regular insulin medication to counteract the event. The paramedics had to be called, but the customer's nurse was reportedly unsure about the treatment rendered to the customer. It was also reported the customer was transported to a hospital where she was diagnosed with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer was reportedly attempting to use expired test strips with her meter (test strip lot #: 43167, expiration date: 31-jul-09). Customer service replaced the product. No product investigation is necessary. This is the final report.